Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented with signs and symptoms of infection at the driveline site. The patient had a painful lump near exit site reported as a 10/10 on the pain scale, elevated white blood cell count, and low grade fevers. The patient was taken to the operating room for a driveline revision, where the driveline was moved from one side of the abdomen to the other by the surgeon. The patient was treated with intravenous antibiotics and the pain reportedly improved. No additional information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported infection at the driveline exit site could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.